Event description:
Patient reported obtaining back-to-back blood glucose results of 404 mg/dl and 185 mg/dl, while using the suspect device. Patient indicated that, based on these values, he took 2.5 mg of an oral diabetic medication. No patient injury was reported and not treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.